Event description:
The customer reported that at 6:11 pm her blood glucose was 358 mg/dl and she was having about 55 grams of carbohydrate, so she took an 8 unit insulin bolus. At 10:00 pm her bg was 397 mg/dl, so she changed the pod and corrected with a 9 unit bolus with the new device. She stated that the cannula was bent and had blood in it. The next morning her bg was 171 mg/dl. She also reported that she is on spring break and has been physically active. The device was discarded.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product met all acceptance criteria. The omnipod user's guide warns "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been effected. If you experience unexpected elevated blood glucose levels, change your pod." "Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."